Event description:
The customer alleged they received a questionable thyrotropin (tsh) result on their e411 rack analyzer. The patient's initial tsh result was 0.038 uiu/ml accompanied by a data flag and it was not reported outside the laboratory. It is the laboratory's policy to repeat samples with results below 0.100 uiu/ml. The customer stated the sample was not hemolysed, icteric, or lipemic and there was no debris or fibrin present in the sample. The sample was repeated on the original analyzer. The first repeat result was 5.19 uiu/ml accompanied by a data flag. The second repeat result was 5.27 uiu/ml accompanied by a data flag and it was reported outside the laboratory. The sample was repeated a third time with quality control and the result was 5.20 uiu/ml accompanied by a data flag. The repeat results agreed with the patient's historical tsh results and were considered correct. There were no adverse events. The tsh reagent lot number was 16616702 and the expiration date was 10/31/2012. The field service representative found a possible fluidics failure. He replaced the mixing paddle, tightened the sipper/reagent probe motor x belt tension, and verified the adjustments. Diagnostic checks passed in accordance with specifications. The customer verified the quality controls and patients for tsh with no further errors and the results were within guidelines.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.